Event description:
Report received indicated body shaft puncture during a balloon angioplasty procedure. There were no anomalies seen neither when catheter was inspected nor when prepped prior to the procedure. The target lesion was a dialysis shunt located on the forearm. There is no info regarding the vessel or lesion characteristics. The balloon catheter was advanced over the guidewire towards the lesion without any resistance followed with lesion dilation. Subsequently, the catheter and guidewire were withdrawn simultaneous where at this time was noted the guidewire was sticking out from the side of the catheter's body shaft. There was no adverse consequence to the patient and procedure was completed successfully using another product.

Manufacturer narrative:
This product is distributed outside the united states; however it is similar to united states distributed product. This product has been returned for evaluation and testing; however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.